Event description:
It was reported that during a pci treatment procedure, the quantum maverick monorail 20x2.5 mm balloon ruptured at 20 atms on the second inflation. The pressure reached on the first inflation is not known. The lesion being treated was a calcified, 90% stenotic lesion in the mid left anterior descending coronary artery. The physician used a brite tip jl4 guide catheter and a renart guide wire to cross the lesion. The quantum maverick monorail balloon was being used for post-dilation after deployment of a cypher stent. The quantum maverick balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as `good'.